Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted using a proglide device with a 6fr sheath, in a preclose technique, prior to an endoprosthesis procedure. Reportedly, the proglide suture could not be grasped; a cuff miss was noticed. Another proglide was used with the same result. The sutures of two other proglide were successfully placed. The sheath was upsized to 22fr and the endoprosthesis procedure was completed. Hemostasis was attempted with the two successfully preplaced proglide sutures; however, it was not achieved. A cut down was performed and a patch was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.